Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 140k rpm, however, the rotation became unstable ranges from 100k-180k rpm. The device was simply removed from the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. The returned advancer was connected to the rotapro console control system. When the knob switch ablation button was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues.

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 140k rpm, however, the rotation became unstable ranges from 100k-180k rpm. The device was simply removed from the patient. The procedure was completed with another of same device. No patient complications were reported.